Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.